Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left paraophthalmic vessel unruptured saccular aneurysm. The distal landing zone was 4mm; the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared and used as indicated in the instructions for use (IFU). The catheter delivery system was navigated in place and the pipeline was delivered. During deployment, it was observed that the distal end of the pipeline stent was not opening properly. The stent was deployed a bit more but still did not open. The pipeline was resheathed and deployment attempted again but still no success. A few more attempts were made but the device could not be opened; each time, the distal part would open for a few millimeters but then would be tight and not continue opening. It was noted that more than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The device was resheathed more than 2 times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. When the device was taken out and checked, it was found that the tip was flared. The pipeline was replaced with another size pi peline (5x30) which was delivered and deployed without issue to complete the procedure successfully; confirmed with post-procedure angiography. There was no harm or injury to the patient associated with this event.  Ancillary devices: neuron max sheath, navien catheter (rfxa058-115-08, ln: d019957), phenom 27 microcatheter (fg15150-0615-1s, ln: 231688436), traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than twice, over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline failure to open was unknown. No resistance was encountered during delivery of the pipeline. A continuous catheter flush was administered and maintained during the procedure as indicated in the IFU.